Event description:
(B)(6) adjudication notes were received and noted that the patient's cardiac enzymes were elevated and the patient suffered a myocardial infarction. The patient is a (B)(6) man with a history of dyslipidemia, former smoking and hypertension who presented with a positive functional ischemia study, no angina, a 100% stenosis in the mid left anterior descending (lad), and a 70% stenosis in the distal lad. On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent ((B)(4)/ lot 15099297) in the mid lad. The angiographic core lab reported a 13% final residual in-lesion stenosis with no dissection and timi 3 flow with the following comment: "lad occluded in mid vessel. Successful re-opening and pci." The second target lesion in the distal lad was treated with placement of one study stent ((B)(4)/ lot 15079432) and post-stent balloon angioplasty. The angiographic core lab reported a 36% final residual in-lesion stenosis with no dissection and timi 3 flow. The angiographic core lab reported location of the lesion in the mid lad and provided the following comment: "mid lad lesion became apparent following re-opening of more proximal occluded segment." The procedure was uncomplicated. Pre-procedure, no cardiac enzymes draws were done. The ECG core lab reported no new st-t wave abnormalities and no new q waves. The site reported no post-procedure complications. The patient was discharged on the next day on dual antiplatelet therapy.

Manufacturer narrative:
Cec adjudication notes were received and noted that the patient's cardiac enzymes were elevated and the patient suffered a myocardial infarction. The patient is a (B)(6) man with a history of dyslipidemia, former smoking and hypertension who presented with a positive functional ischemia study, no angina, a 100% stenosis in the mid left anterior descending (lad), and a 70% stenosis in the distal lad. On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one study stent ((B)(4)/ lot 15099297) in the mid lad. The angiographic core lab reported a 13% final residual in-lesion stenosis with no dissection and timi 3 flow with the following comment: "lad occluded in mid vessel. Successful re-opening and pci." The second target lesion in the distal lad was treated with placement of one study stent ((B)(4)/ lot 15079432) and post-stent balloon angioplasty. The angiographic core lab reported a 36% final residual in-lesion stenosis with no dissection and timi 3 flow. The angiographic core lab reported location of the lesion in the mid lad and provided the following comment: "mid lad lesion became apparent following re-opening of more proximal occluded segment." The procedure was uncomplicated. Pre-procedure, no cardiac enzymes draws were done. Post-procedure on (B)(6) 2010 at 00:07, the ck was 50 (nl 232, ratio <1), the ckmb was 4.7 (nl 3.6, ratio 1.31), and the troponin was not tested. On (B)(6) 2010 at 04:50, the ck 69 (ratio <1), the ckmb was 5.2 (ratio 1.44), and the troponin was 0.82 (nl 0.05, ratio 16.4). This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The ECG core lab reported no new st-t wave abnormalities and no new q waves. The site reported no post-procedure complications. The patient was discharged on the next day on dual antiplatelet therapy. The study stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00166 and 3003742446-2012-00167.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00166 and 3003742446-2012-00167.